Manufacturer narrative:
H.6. Investigation: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact the reported defect. Received 10 unused q-syte extension sets in sealed packages from catalog number 385102, lot number 8173701. Visual/microscopic evaluation: no physical/mechanical damage was observed on any of the external areas of the q-syte units water leak test: the q-syte units were leak test in the actuated and unactuated position; by themselves and attached to the returned extension sets. Leakage was not confirmed in the un-actuate or actuated position during testing fluid leak test: using the returned extension set and syringe utilizing red food coloring/water mix. Pressure was applied to the plunger of the syringe and fluid flowed through the q-syte into and through the extension set. Leakage was not confirmed the defect leakage described in the incident report could not be confirmed or replicated with the returned unit. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that during use of a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore it leaked between the connection on the bd q-syte of the line with the transition to the cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore it leaked between the connection on the bd q-syte of the line with the transition to the cap.